Event description:
It was reported that this pacemaker system is exhibiting myopotential noise on the right atrial (ra) and right ventricular (rv) leads. The healthcare provider (hcp) noted they have been managing it by decreasing rv sensitivity programming, but the ra is being oversensed. Boston scientific technical services (ts) provided guidance to bring the patient into the clinic to measure the noise amplitude and try to decrease ra sensitivity programming, though it was noted that some of the p-wave amplitudes look smaller than some of the myopotential noise amplitudes. The same hcp subsequently contacted ts again about the noise oversensing with the patient in the clinic approximately two months later. The hcp stated there has been a history of noise since 2016. Ra pacing inhibition up to approximately 11 seconds was observed by ts on stored episodes. The patient was noted to be pace therapy dependent. Ts indicated that the noise is roughly the same amplitude as the patients p-waves and provided guidance on possible sensitivity programming changes but noted that the only real way to fix the issue is to perform a lead revision procedure. The hcp indicated they have not wanted to perform a lead revision procedure on this patient. The products remain in-service. No patient symptoms or adverse patient effects were reported.